Event description:
Imprecise results were obtained on a tacrolimus (tacr) patient sample. It is unknown if the patient's result was reported to the physician. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the imprecise tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise tacrolimus results is unknown. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.